Manufacturer narrative:
The customer¿s report that the tubing separated was confirmed. Visual inspection showed that the tubing was completely separated from the lower fitment. Inspection under magnification showed that both sides of the tubing had no solvent applied at the engagement. Functional testing confirmed leaking from the separation. Dimensional analysis was performed and the tubing was measured to be within specification. The root cause of the event was identified as a manufacturing issue of no solvent having been applied at the junction of the tubing.

Event description:
The customer reported that during an attempt to begin an epinephrine infusion during a stemi procedure, the extension tubing which was connected to the patient separated at the luer lock port, described as "slipped apart" with no tearing. There was no report of any patient harm.